Event description:
As reported by user facility: rn states upon completion of calcium infusion, syringe still mostly full. Re-programmed infusion and infused without issue. Trifuse infusing into peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not be confirmed due to facility not provoding sample for further evaluation and due to no evaluation case has been closed as no sample and as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.